Event description:
It was reported that the user experienced repeated ¿pairing failed¿ notifications after applying a new freestyle libre 3 plus sensor while the ilet displayed ¿currently pairing with sensor,¿ and the user was advised to restart sensor, allow the full warm-up period, and monitor for successful pairing. No adverse clinical symptoms were reported. Outcomes included no impact to health, no medical intervention, and no hospitalization. User support included agent-assisted troubleshooting and education, confirmation that the ilet was attempting to pair, and guidance to observe the warm-up period. Investigation of this case revealed a sensor pairing difficulty that resolved with standard pairing workflow and completion of warm-up, indicating no device malfunction of the ilet or its communication interface. It was concluded, based on previously established findings for similar reports, that the cause was user-system interaction during sensor warm-up and pairing, consistent with expected behavior.